Event description:
Clinical report states the patient was revised due to osteolysis.

Manufacturer narrative:
Examination was not possible as no product was received. The investigation could not determine a root cause. The need for corrective action was not identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.